Event description:
The customer contacted abbott regarding ultrasensitive htsh high control out of range (oor) high using the ultrasensitive htsh master calibrators. The customer calibrated unopened htsh reagent packs of the same lot number and obtained high control oor high for two of the three reagent packs tested. The abbott customer technical advocate sent the customer standard calibrators for troubleshooting purposes and advised the customer to perform troubleshooting with the high control and calibrator "e." The customer reported the ultrasensitive htsh assay was recalibrated with the standard calibrators; the assay controls were within specification and the issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.